Event description:
Customer reported being admitted as an inpatient to a hospital for high bg. Troubleshooting was performed and pump programming appeared to be functioning normal customer states that the tubing was broken at the point where it connects to the reservoir. Advised customer to call customer service to finish trouble shooting before going back on pump.